Event description:
It was reported that over the last year the patient's generalized tonic clonic and focal seizures had increased. The patient's seizures also weren't responding to the vns magnet as they had previously. The physician believes the increase could be related to the onset of puberty but is also concerned it could be related to the vns device not working properly despite the device seeming to be ok upon interrogation. The patient was referred to the surgeon for consult however there is no information regarding a potential surgery.